Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced burning sensation at the ipg site when using specific programs. Patient also reported that ipg was bumped into and the issue started since then. As a result, surgical intervention was undertaken where in the ipg pocket site was revised on (B)(6) 2020, resolving the issue.